Event description:
It was reported that this right ventricular (rv) lead perforated the heart wall. The patient required a chest tube. It was additionally noted that there were noisy signals though the source of the noise could not be determined if it was from the lead or the associated implantable cardioverter defibrillator (ICD) . This lead was explanted and successfully replaced. This device is not expected to return for analysis. No additional adverse patient effects were reported.